Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 500-599 mg/dl and they experienced diabetic ketoacidosis. Customer went to the emergency room (ER) with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in ER at time of report so no release date could be obtained. The customer reverted to an alternate method of insulin therapy.